Manufacturer narrative:
(B)(4). A visual and dimensional inspection was performed on the returned device. The reported shaft detachment was confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed and analysis of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the proximal marginal artery with heavy tortuosity and heavy calcification that was 95% stenosed. Pre-dilatation was performed with a 1.2 x 6 mm, a 2.5 x 12 mm, and a 3.0 x 12 mm unspecified balloon catheters. A 3.0 x 18 mm xience prime stent delivery system (sds) was advancing with resistance due to the anatomy when the proximal shaft became separated, prior to crossing the target lesion. The separated shaft was in the proximal end and was able to be simply removed. Another 3.0 x18 mm xience prime sds was to be used, but the sds could not cross the lesion due to the anatomy. The procedure was successfully completed with a 3.0 x 18 mm xience alpine sds. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.